Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent damage occurred. An 8.0x60x135cm express ld iliac / biliary stent was advanced to treat the lesion. However, during the procedure, the stent would not pass through an 8f sheath and the stent struts were damaged. No patient complications were reported.